Event description:
A volume discrepancy was reported; actual residual volume (17 ml) was greater than the expected residual volume (4 ml). Healthcare provider filled the pump with 2 mg/ml concentration of dilaudid and programmed a bridge bolus. It was decided to have the patient come back next week to check the reservoir volumes and see if the system was working properly. Pump was initially filled with 20 ml of drug. Drug delivered was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; programmer model: 8835, serial # (B)(4).